Event description:
Complainant reports a ports leaks.

Manufacturer narrative:
Testing and investigation results were rec'd and indicated that a complaint of ports leak was confirmed. Leak eval testing was performed and leaking was observed from the feed port.